Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an err67. No additional patient or event information is available. No product was returned. Data was returned for evaluation and confirmed an error icon. The complaint was confirmed. A root cause could not be determined.